Event description:
Boston scientific received information that this right ventricular (rv) lead displayed loss of capture (loc). Threshold measurements had increased to 5.5v@1.8mv. A revision procedure was performed and an echocardiogram showed a lead perforation with a moderate effusion. The rv lead was explanted and replaced. No adverse patient effects were reported during the procedure. The lead was disposed of and was not expected to be returned for reliability analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.